Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a after an initial hip labrum stabilization on (B)(6) 2020 it was found during the aftercare that the patient has developed lysis. The surgeon has further reported that the reported event has been seen with other patients as well but was not able to provide any further information regarding these events.